Event description:
It was reported that the patient presented in clinic with false high ventricular rate (hvr) episodes noted. Interrogation revealed the patient's right ventricular lead exhibited noise over-sensing. Programming changes were made. The patient was stable.